Manufacturer narrative:
(B)(4),.

Event description:
The patient stated that they received an erroneous result when testing with coaguchek xs meter serial number (B)(4). The patient tested with the meter and the result was 4.8 inr at 9:30 a.m. On (B)(6) 2017. The patient noted that he has not had a result this high since last year, when his result was 5.4 inr. The patient was also tested using the dade innovin laboratory method at 9:30 a.m. On (B)(6) 2017 and this result was 3.6 inr. The patient tested on the meter again and the result was 4.3 inr at 11:30 a.m. On (B)(6) 2017. On (B)(6) 2017 at 10:30 a.m., the patient was tested with the dade innovin laboratory method and the result was 4.0 inr. The patient was also tested with the meter on (B)(6) 2017 at 10:30 a.m. And the result was 4.8 inr. No treatment decisions were made based on results from the meter. The doctor only used the laboratory results. The patient's therapeutic range is 2.5 - 3.5 inr. The patient performs coagulation testing based on having a mechanical heart valve. The patient is tested 2 to 4 times per month. The patient does not have anemia and does not suffer from antiphospholipid antibodies. The patient has had no bleeding or bruising. The patient does not take heparin or direct thrombin inhibitors. The patient does not have any special or unusual diet. There have been no changes in the patient's normal vitamins and supplements preceding the event. The patient has not had any changed or missed dosages. The patient took medications 2 hours after sample collection for laboratory testing. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 176189-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications.

Manufacturer narrative:
The customer provided the meter for investigations. The returned meter was measured with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.3 inr, donor 2 inr: 3.1 inr. Donor 1 hct: 47%, donor 2 hct: 46%. Testing results: donor #1: master lot: 2.3 inr, customer meter and master lot: 2.3 inr. Donor #2: master lot: 3.1 inr, customer meter and master lot: 3.1 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. None of the medications taken by the patient are currently known to interfere with the accuracy of the test results.